Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. (B)(4).

Event description:
During arthroscopy it was noticed that the pe head loosened from the shaft. During revision the head was visually inspected by the surgeon. The implant remained in the patient and was not explanted. No damage was found.

Manufacturer narrative:
The reported event that there was a revision surgery because during arthroscopy it was noticed that the pe head loosened from the shaft could be confirmed thanks to the provided x-rays. The radiographs were analyzed. It was not possible to confirm that the uhmwpe head loosened from the stem, as uhmwpe is not visible to x-rays, but it was reported that the surgeon examined the positioning of the head component during revision surgery and did not find any anomalies. The implant was not removed and was left as is. Therefore, the root cause was attributed to be user related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During arthroscopy it was noticed that the pe head loosened from the shaft. During revision the head was visually inspected by the surgeon. The implant remained in the patient and was not explanted. No damage was found.